Event description:
Failure to alarm: no blockage alarm went off; dressing came off due to exudate stall.

Manufacturer narrative:
(B)(4). This issue could not be confirmed as the device was not received for evaluation. The probable root cause is most likely due to circumstances unrelated to a malfunctioning of the device, possibly related to the dressing method used. A possible root cause may be a blockage at the wound site or below the clp (controlled leak path) t-connector. By design, the device will alarm for blockage only if the blockage occurs above the t-connector on the canister side. The device history for this device was reviewed and no issues were revealed. A definitive root cause could not be determined without evaluation of the device. It is recommended that the device be returned for evaluation in order to rule out a pump malfunction as cause of the reported issue. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.